Event description:
Related manufacturer reference number: 2017865-2023-37031during an in clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. An x-ray was performed and no anomalies were observed. Insulation damage due to subclavian crush was the suspected cause. The rv lead was explanted and replaced to resolve the event. The patient was stable.